Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter was powering off during use. The pt tests her blood glucose 0-3 times a day. The pt typically tests before and after breakfast, and in the evening. She takes 2 pills of glyburide every morning and 1 pill at night. She also takes 1 pill of metformin every morning and every night. The pt does not adjust her medication dosages based on her meter readings. The pt indicated that the alleged meter issue started on four days earlier. As a result of the reported issue, the pt started eating less during her meals. On an unk date after the reported issue began, the pt developed symptoms of shakiness during the middle of the night. She could not recall if she ate dinner the night before the event, but did remember taking her medications as prescribed. After developing the symptoms, the pt explained that she was able to test her blood glucose with the reported meter and got results of "41 or 47 mg/dl." The pt successfully treated herself by drinking "sugar water" and eating a sandwich. After the self-treatment was taken, the pt was able to test her blood glucose and got results of "67 mg/dl," and later "122 or 124 mg/dl." The pt could not recall getting a result of "341 mg/dl" that was noted during the initial call with lfs. During troubleshooting, the reported meter did not shut off prematurely. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began. As a result of the issue, the pt was eating less during her meals.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received. Them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.